Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used catheter was provided for evaluation. A photo was also provided. Visual evaluation of the returned sample and photo showed the tip of the catheter to be sheared off. However, the catheter had already been used during a procedure. Although the returned catheter tip was sheared off, since it had been opened and used, it is not believed to be the result of any manufacturing process. The photo showed the same results. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User will be referred to the IFU which states, " warnings: do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged. Needle with damaged tip increases the risk of intrathecal or intravasular placement. If resistance is felt during advancement of the needle, carefully correct the oreintation of the needle but never apply exccessive force. Caution: do not withdraw catheter through the needle because of the possible danger of shearing or kinking. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports, "upon insertion of the catheter the tip was sheared off and remains in the patient. The patient will be going for a stat CT scan to determine further management/interventions that are needed." No injury reported.